Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted and replaced due to the patient's pocket was uncomfortable. The physician elected to replace this device at the time of the pocket revision. The explanted device is expected to return for analysis. Outside of surgical intervention, no adverse patient effects were reported.